Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat stress urinary incontinence and chronic pelvic pain concurrently with a hysterectomy. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent stage 1 interstim implantation on (B)(6) 2012 due to urinary frequency and urinary incontinence. It was reported, the patient underwent stage 2 interstim implantation on (B)(6) 2012. It was reported that patient returned to or following the stage to implant for exploration and recast of the interstim neuro stimulator. (B)(4).